Manufacturer narrative:
Event: upon further review additional information has been added to this event. This information had previously been captured in another non-reportable event, but based on new information it has been determined that these events are likely related. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer on 2018-dec-12 regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient could not control their symptoms (¿lost control¿). When asked when the issue was first noticed, the patient statedthat they did not know and mentioned they ¿bought it in 2017¿. The patient reported that they never had problems with their first implant they had. Using the programmer, it was determined that the stimulation was on and at 6.5 volts. The patient was offered assistance with adjusting the stimulation after therapy expectations were reviewed with them, but they declined since they had already increased the stimulation. The patient was going to monitor their symptoms. Additional information received on 2018-dec-14 from the family member regarding a patient indicated that caller said she took the patient programmer (pp) away from the patient because the patient kept messing with the pp. Caller said the patient told her for the last couple days all the patient can do was run to the bathroom, later in the call when patient services asked for the date the running to the bathroom started the caller said she didn't know and the patient always tells her that. Caller said the patient retains a lot of fluid so the caller thinks that was what was making her go to the bathroom. Additional information received on 2018-dec-19 from the family member regarding seeing the programmer screen say "interstim icon" and then it does not want to sync right away. Caller states they just put brand new energizer batteries in the programmer today however they did not have the programmer with them as they were at work. More information was received with them saying that they went home and synched the device and it worked fine.the type of batteries being used was energizer max. They were told to use regular alkaline batteries. Caller said it is working and they just thinks it is the user. They mentioned the patient has dementia that was not related to the device or therapy. Additional information was received on 2018-dec-21. It was reported that the patient woke up this morning soaking wet and needed help. The patient noted that this had been going on for a month or two. The patient stated that she spoke to her health care professional about a year ago and they said there was nothing else he could do. It was also mentioned that the patient's daughter had the programmer. No troubleshooting attempts were made. There were no further symptoms or complications reported or anticipated. Additional information was received on 2019-mar-04 from a consumer. It was reported that they go to bed dry and wake up soaking wet, and increasing stim has not helped. It was stated that the device ¿cuts off¿ after 2 hours and they wake up with a soaked bed. It was noted that they had 3 programs and wanted to try a different program so they were assisted with changing to program 1, and they adjusted stim to a comfortable level. It was recommended that they follow up with their healthcare provider if their symptoms don¿t improve, but the patient mentioned that they don¿t have a healthcare provider, so they were sent a list of local hcps who could assist them. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported she was having a problem with her device. The patient was transferred to patient services. The patient reported their reason for calling was because since the night prior to the report they could not quit urinating. They noted they had been urinating all night long and couldn't go longer than 5-10 minutes without having to go to the bathroom. Patient noted they couldn't get dressed because they had to keep urinating. Patient indicated that they had been increasing stimulation to help with their symptoms. They were able to sync with their programmer on the call and it showed stimulation was on. Patient noted their stimulation was at 8.2 v on program 3. Patient initially increased stimulation to 8.4v and reported that was not comfortable. Patient was advised to decrease, but repeatedly stated they would not decrease because they wanted to see an improvement in their symptoms. Patient had never changed programs before and had never discussed this with their healthcare provider. Patient was redirected to their healthcare provider who they reported they were scheduled to see that day. Patient declined and asked for assistance changing programs. Eventually the patient stated they wanted to try program 4, but indicated that their healthcare provider had not set up a 4th program for the patient to use. Patient successfully changed to program 1 and left stimulation at 4.9, even though they indicated this was uncomfortable for them.patient stated they would not decrease stimulation. Patient was encouraged to speak to their healthcare provider regarding their symptoms. During the call, the patient mentioned they managed to get one cigarette charge the morning of the report and it quit, this was not clarified due to the nature of the call. The patient called back reporting they were still wet and could not stop urinating. It was reviewed that they needed to give their body time to respond to the therapy. The patient stated they were unable to reach their healthcare provider and they wanted to speak to a medical professional. Additional healthcare provider listings were provided to the patient. The patient also mentioned they were seeing a screen with a strange box and arrows and a door lane down. It was unknown what screen the patient was referring to, but the issue was resolved by powering the patient programmer off and back on and syncing successfully with the ins. The patient called again, reporting the same issues. They were offered help in adjusting stimulation, but the patient declined as they had already tried this. It was explained if their settings were adjusted and they were still having symptoms, they would need to follow-up with their healthcare provider. Patient explained this was difficult to do as they were caring for a sick family member. They called again, reporting they were unable to get through to the healthcare provider's office. Patient services called the healthcare provider office and transferred the patient to them. The patient's daughter called into patient services. The reason for calling was to inquire how to know if the patient's therapy was working. The caller mentioned they had spoken with the patient's healthcare provider and they were going to go to the doctor the day of the report and have the therapy checked. Caller stated that if the patient called again, to let the patient know that their daughter would be there later the day of the report to help them with their therapy. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was stated that their healthcare provider told them they had done all they could for them. It was reported that they keep peeing all the time and they want to stop peeing all the time and wetting the bed. It was noted that they were confused and confusing to talk to but stated they wanted help to use their programmer (pp) and change programs and didn't have anyone with them who could help. The patient stated that their pp goes back to the original setting or goes dark and stays dark, or lasts for several hours then they get nothing but zeros. During troubleshooting the patient encountered poor communication screens but was able to resolve them by powering down and back up or repositioning the antenna. They were able to sync and found that stimulation was on, on program 1 at 7.5. They were successfully changed to program 2 at 3.0 and felt stimulation in the correct area. It was noted that the pp seemed to be working as intended during the call, and it was recommended that they keep brand new batteries in case dead batteries had caused the pp to be dark. They were also sent listings of other local healthcare providers. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had symptoms for about 2 months. Patient stated she has increased stimulation but has not seen an improvement in her symptoms. Patient was able to sync the device while on the phone which showed they were on program 2 at 5.2 volts. Patient adjusted therapy to program 3 at 5.1 volts and felt stimulation comfortably in the bike seat area. Patient was advised to contact their doctor of the symptoms didn't improve, but stated they did not have a doctor. There were no further symptoms or complications reported or anticipated.